Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified that the keypad flex was not properly inserted into the input/output board. The reported condition was verified. The device was found out of specification in relation to the reported symptom of defective keypad and confirmed during evaluation. Evaluation determined the cause to be the keypad flex not properly inserted into the input/output board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.